Manufacturer narrative:
The customer called in reporting an issue where a new patient disappeared and an old patient data appeared in the same place. The customer also stated that patient a was moved from critical care unit to the tele floor (hardwired to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the central nurse's station (cns) display blacked out for two seconds, and poped up with patient a data, including waveforms. No missed alarms were reported. No harm or injury occurred.

Event description:
The customer called in reporting an issue where a new patient disappeared and an old patient data appeared in the same place. The customer also stated that patient a was moved from critical care unit to the tele floor (hardwire to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the central nurse's station (cns) display blacked out for two seconds, and poped up with patient a data, including waveforms.